Manufacturer narrative:
(B)(4).

Event description:
The patient was taken to the emergency room for complications related to high dose of opioids. After being transferred to the intensive care unit (ICU), narcan was administered and the patient was able to stabilize. The daily dose was decreased. Review of the patient history showed that the daily dose had not been changed since (B)(6) 2015. There were no product issues observed. It was reported that the patient had access to un-prescribed sleeping pills. On (B)(6) 2015, the patient underwent an MRI procedure without properly following the pre-MRI procedure from the instructions for use (IFU) and became unconscious. The patient stabilized shortly after and the pump was shut off on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was discharged from the hospital. The pump reservoir was checked on (B)(6) 2015 and found to be empty. The pump therapy was continued and the patient is doing well.